Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, h6, h10. 4315 - intuitive surgical, inc. (Isi) received the instrument associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of "wire was seen hanging loose, fragment fell into patient". No fragments were returned by the customer. The instrument was found to have a frayed grip cable near the distal idler pulley. The frayed cable strands stuck out at the wrist. Pulley edges were not damaged. The same cable was also derailed from the idler pulley and wedged between two pulleys. It is possible that the derailment of the cable eventually led to the fraying. There do not appear to be any cable fragments missing from the frayed cable, however, this is very difficult to conclusively determine. There are no indications of the failure being a result of user mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the long bipolar grasper instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument broke inside the patient. All fragments were retrieved. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a wire was seen hanging off of the end of the long bipolar grasper instrument as soon as it was inserted. It was noted that there was a fragment fall into the patient that was retrieved during the same procedure. The instrument was removed from use and exchanged out with another one. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 05/28/2019 and obtained the following additional information: the reporter stated that the procedure had not been underway very long when they observed the wire. The instrument had been inspected prior to use and the instrument had not been removed during the procedure prior to the event. The instrument did not make contact with any other instrument or hard material during the case. The missing fragment was retrieved using another instrument. It is not known what caused the instrument to break.